Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the device deliver any staples? Partially delivered. Did the device cut? Yes. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was there any difficulty opening the device? No. If yes, how was the device removed from the patient? Normally. If yes, did the jaws eventually open? Normally.

Event description:
It was reported that the cartridge pins did not eject out of the cartridge. No patient consequences reported. No further information is available.